Event description:
It was reported that while being tested on a pt, the device was giving inaccurate readings. The procedure was rescheduled and completed two weeks later using another device. There were no adverse consequences alleged with this event.

Manufacturer narrative:
The device was received by the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation results require.